Manufacturer narrative:
The device was not explanted. Manufacturer's investigation conclusion: a reduction in area of the outflow graft lumen was confirmed through review of the submitted computed tomography angiogram (cta), and the cause of the area reduction was reportedly extrinsic outflow graft obstruction. Although the report that the patient experienced low flow alarms was unable to be confirmed as no log files were submitted, it was reported that the low flow resolved with removal of "proteinaceous material" causing extrinsic outflow graft obstruction. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of right ventricular failure, arrhythmia, and dehydration could not be conclusively established through this evaluation. The submitted video of a cta scan was reviewed and showed a reduction in area of the outflow graft proximal to the aorta. A potential reduction in area of the outflow graft was noted proximal to the pump body, beneath the outflow graft bend relief. The submitted photos were reviewed and showed the cutting of the outflow graft bend relief, as well as the removed outflow graft bend relief. The reported tissue accumulation between the outflow graft and bend relief was unable to be confirmed from the submitted photos as the reported tissue accumulation was difficult to distinguish from outflow graft or bend relief. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under ¿right heart failure¿) also outlines indications of right heart failure, as well as possible treatments. Section 1 also provides an explanation of pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient came in with frequent low flow alarms. The patient was asymptomatic flows ranging 2.4-2.5l. Diagnosis was right ventricle failure, arrhythmia, dehydration and lvad obstruction. There was identified evidence of chronic left ventricular assist device (lvad) outflow tract partial filling defects which was presumed to be due on external fibrin material causing left ventricle outflow tract external compression and low flow. This was first seen on a computed tomography (CT) scan in (B)(6) 2023 and overall stable in appearance on a repeat CT in (B)(6) 2023, but the patient was experiencing worsening low flows. The computed tomography angiography (cta) performed on (B)(6), 2023, showed areas of concern proximal under the bend relief and another area on the outflow graft (ofg) near the aorta. The patient was taken back to operating room (or) on (B)(6) 2023 for outflow graft revision with heartmate 3 (hm3) exchange. Intercostal incision was made to access ofg/bend relief and hm3 flows fluctuated between 1.6 -1.9lpm at 5600rpm. Dissection was performed and the bend relief was cut lengthwise to about 1cm from the ofg connection. Biological material, referred to as proteinaceous material, was removed from between the graft and bend relief. After the debris was removed, hm3 flows remained <1.9lpm. The surgeon and cardiologist discussed need to replace hm3 and the decision was made to continue surgical exploration of the distal ofg. The surgeon removed 2 layers of gortex conduit from the ofg not covered by the hm3 bend relief. Additional proteinaceous debris was removed from between the gortex and graft. The flows immediately recovered to 3.5lpm after debris was removed from the graft proximal to the aorta. Surgeon removed all gortex material that surrounded the hm3 ofg along with any remaining biological debris. The rib was secured, and incision was closed. Patient had CT scan in (B)(6) 2023, with evidence of outflow tract partial filling defects is reported under MFR#: 2916596-2023-06734.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6 investigation findings: 4251 - undesirable presence of endogenous materials no further information was provided. The manufacturer is closing the file on this event.